Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were four similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported four false positive results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the two false positive results for individual 1. See related cases for alternate false positive results. Individual 1 received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22900h, reader sn (B)(4). Two repeat cue covid-19 tests performed on the same day provided negative results. On (B)(6) 2022, individual tested negative with a sars-cov-2 pcr nasal swab. Individual also tested negative with four rapid antigen tests (dates of testing, brand/manufacturer of antigen tests not provided). Individual had no known exposure or symptoms. Cartridges stored within the validated temperature range.